Event description:
Hold dt 3.16 it was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator delivered a non-sustained right ventricular oversensing alert for post-paced t-wave oversensing. Programming changes were discussed, no changes or interventions were performed. The patient was in stable condition.

Event description:
New information noted programming changes were made on the implantable cardioverter defibrillator. The patient was stable before and after.